Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 132 ohms, and recorded an unsuccessful right atrial auto-threshold (raat) test. Later that month, the ICD stored an episode delivering 3 bursts of anti-tachycardia pacing (atp) and eight 41j shocks, and electrogram (egm) review was requested. Therapy was exhausted, and it was suspected that the delivered therapy was inappropriate. It was noted that the patient was in the emergency room (ER), and various other ventricular episodes were stored at that time anti-tachycardia pacing (atp) was delivered. Technical services (ts) discussed troubleshooting options to investigate possible causes / arrhythmia interpretation and to follow up on any associated symptoms. This ICD remains in service. No additional adverse patient effects were reported.